Event description:
Patient identifier: (B)(6). Date of event: (B)(6) 2013. According to the information received, a catheter snapped inside of a user when he was pulling it out. The user went to the emergency room and had a rigid cystoscopy and removal of a foreign object from the urethra and insertion of a suprapubic catheter under general anesthesia. The faulty catheter was thrown away. User had a one night stay in the hospital.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. If additional information becomes available a follow-up report will be submitted.